Manufacturer narrative:
E1:patient city: (B)(6). Patient country: greece.

Event description:
Reference number (B)(4). Event occurred in greece. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2025. The site of detachment was tubing connector. The infusion set was in use for one day. The insertion site was abdomen. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted model number and serial number under d4. The initial MDR with manufacturing report number (3003442380-2025-11781), was submitted on 23-jul-2025. Upon completion of the investigation, the manufacturing date was updated as 07-oct-2024. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - revision (B)(4) of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009456, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6009456 was manufactured according to the work instruction (wi) version 98 and manufactured in the machine multivac 14 on 07/oct/2024, with a total of (B)(4) units. Glue-tubing lot: the lot 4j05650 was manufactured according to the wi version 65 and manufactured in the machine sc05 and sc06 on 30/sep/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.